Event description:
It was reported that, during patient use, the ventilator stopped cycling. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator, and performed all required tests per xb0069 field action. The cse installed the latest software revision. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.